Manufacturer narrative:
D4: a partial UDI was provided as the lot number is not known manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.

Event description:
It was reported that a venotomy closure of the right common femoral vein was attempted with a prostyle device using the pre-close technique prior to an interventional endovascular aneurysm repair (evar) procedure via an 8f sheath. Reportedly, a first prostyle device was successfully pre-placed. A second prostyle was attempted; however, when the plunger was removed, the suture separated. Then, after closing the lever, the device could not be removed from the patient; the suture was intentionally cut in order to remove the device from the anatomy. The first pre-placed suture was also intentionally cut/removed at this time; however, it was confirmed there were no issues with this device. The sheath was upsized to a large-bore sheath and the evar procedure was completed. Hemostasis was achieved via surgical cutdown. There was no reported adverse patient sequela and no reported clinically significant delay in the procedure or therapy. No additional information was provided.

Event description:
Subsequent to the initially filed report, additional information was obtained: it was initially reported that an additional prostyle was used in the patient; however, this is incorrect. Instead, only the one, failed prostyle was used in the anatomy. The additional prostyle device was opened/removed from packaging but was never used/attempted within the patient; it was confirmed there were no issues with this unused prostyle device. No additional information was provided.

Manufacturer narrative:
Visual analysis were performed on the returned device. The reported suture separation was observed as a needle to cuff miss. The reported device entrapment could not be confirmed as the exact conditions encountered by the device during the procedure could not be replicated in the test environment. Production record and corrective and preventive actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a review of the complaint history did not indicate a lot specific quality issue. The reported difficulties and subsequent treatment appear to be related to an interaction of the device with patient anatomy or inability to maintain position/stability of the device during deployment due to circumstances of the procedure. There is no indication of a product quality issue with respect to manufacture, design or labeling.